Event description:
It was reported that the case of the insulin pump was broken at the reservoir compartment. There were also cracks around the display window. It was also noted that the display had many scratches and was worn out. No further information reported.

Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked display window corners, broken belt clip slot, broken reservoir tube lip (B)(4).